Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high pacing impedance. The impedance spike was believed to be an isolated incident. The rv lead was reprogrammed. The patient was stable throughout and will continue being monitored.